Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that a few days after implant, rv parameters were not within range. Lead was repositioned and results were not satisfactory. The lead was explanted and replaced.